Event description:
It was reported that an occlusion alarm occurred. The customer experienced an elevated blood glucose (bg) level (525 mg/dl). A correction bolus was delivered to treat the bg. The customer performed a supply change and resumed insulin therapy successfully.